Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Video evaluation summary: the video shows a device in hands. At the 00:05 mark, the user pulls the trigger and at the 00:06 mark a slow return is noted. At the 00:14 mark the user re-turns the knob. At the 00:21 mark, the user newly takes the trigger for firing the device and a slow return is noted again. At the 00:35 mark the user re-turns the knob and a second user holds the knob, while the first user fires the device. Based on the video reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported: adjusting knob issue. During the endoscopic assisted gastrectomy, when severing the esophagus and stomach, noted the adjusting knob rotating automatically as the video shows. Considering the safety, holding the adjusting knob manually during the firing, after fired, used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r5af6y. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damaged on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.